Event description:
It was reported by the patient that he had an advance sling implanted 4 1/2 years ago and he is using "at least 3 pads a day and 1 at night." Recently he has had pain in his groin area and had a CT scan done which revealed initially "it was fine," however he is still awaiting final results. No additional patient complications have been reported in relation to this event.